Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The article indicated the use of some proglide devices in the superficial femoral artery. The electronic proglide instructions for use (eifu), for the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catheterization procedures. The patient effects of hematoma, hemorrhage, ischemia, nerve damage, pseudoaneurysm, infection and death are listed in the electronic proglide instructions for use (eifu), as potential adverse events associated with the use of the device. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis and failure to fire could not be determined. Additionally, a definitive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
The article aimed to assess the impact of previous surgical femoral artery exposure or repair on the technical success and postoperative clinical outcomes of percutaneous access for endovascular aortic aneurysm repair (evar), as well as to identify determinants of conversion to open approach and access complications. For closures of large-bore holes greater than 10f, the pre-close technique and 2 proglide devices were used. The common femoral artery was the preferred access site, however, in cases of high bifurcation, the superficial femoral artery was used. Technical failure related to the proglide was reported in some patients as a result of failure to deploy the proglides or a failure to achieve hemostasis requiring conversion to open surgery, additional closure devices, medication or manual compression. The following adverse events were also reported to have occurred at access sites and are potentially linked to the use of proglide devices: hematoma, neuropathy, dissection, bleeding, pseudoaneurysm, ischemia, infection, and hospitalization. The article concluded that previous surgical femoral artery exposure or repair had no negative impact on the technical success and clinical outcomes of percutaneous access for evar. Additional information can be found in the attached article "safety of percutaneous femoral access for endovascular aortic aneurysm repair through previously surgically exposed or repaired femoral arteries".

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: event estimated. The event date range will be estimated as (B)(6) 2010 to (B)(6) 2020 as the study reviewed data from patients who underwent percutaneous evar between 2010 and 2020. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494 incorrect anatomy.